Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the inability to completely empty their bladder, patient said they were dissatisfied with their implantable neurostimulator (ins). They are currently going through at least 6-8 "poise" pads daily. They can't even make it to the toilet before they pee all over themselves. They had to increase their stimulation with their patient programmer (pp), but didn¿t experience a change. They are experiencing accidents while at work. The patient is a cashier and they experience urges instantly and they can't stop the urine from pouring out. They also have several accidents while in bed sleeping at night. The patient is desperate for some sort of resolution or want to have this device taken out "and a new better one replaced." The patient lives about 300 miles from fargo, nd and can't go there. "So somehow there must be a solution to my miserable problem." No steps were taken to resolve the return of symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had a return of symptoms and didn't feel stimulation. Patient mentioned they didn't have the remote and just got a new one sent to them however did not remember how to use it. The patient synced with the patient programmer found that the stimulation was on at 1.0 volts (v). They increased to 1.3 v. On (B)(6) 2017, they reported that they were still experiencing incontinence, an inability to completely empty their bladder, and back pain. There were no further complications reported or anticipated.